Event description:
It was reported that the right atrial (ra) lead had noise and oversensing due to a suspected fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The outer insulation had a breached depression. All conductors, including the proximal conductor, were distorted. The proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked/buckled. The outer insulation had a breached cut, white substance and cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead was stretched. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.